Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. This event will be reevaluated, as appropriate, if additional information becomes available.

Event description:
In this event it is reported that several unk vdw files broke. Reportedly, broken part is still stuck in the root canal. Treatment is not completed. Further information requested.